Manufacturer narrative:
H10 device analysis: the reported events of inability to interrogate, no magnet response, no capture, and premature battery depletion were confirmed. As received, the device had no communication and no output. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. As a result of this finding, abbott is performing further investigation. Visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported event of device unable to interrogate, nonfunctional and premature battery depletion was confirmed. Device was received with battery voltage at end-of-service level. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues. Header problem is consistent with manufacturing anomalies. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department. It was noted that the pacemaker battery was dead. The device could not be interrogated, and no capture was noted. The device was explanted and replaced. The patient was stable throughout.